Event description:
Patient ID: (B)(6). It was reported that on 07/04/2024, the 4.0x38 mm xience prime btk stent was implanted in the left tibioperoneal trunk. On (B)(6) 2025, thrombus was noted, which was treated with thrombectomy in the index lesion to treat the re-occlusion in the index, as well as in the distal superficial femoral artery, popliteal artery, posterior tibial artery. This patient's prior re-occlusion event from (B)(6) 2025 was reported under MFR 2024168-2025-01986. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of thrombosis is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.